Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending. Corrected data: this event was not involved in the CAPA regarding the proclaim ipg entering the service application.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Manufacturer narrative:
The fsca number is included in this report. A visual inspection of the returned ipg did not reveal any obvious anomalies that would have contributed to the reported observation. A review of the implantable pulse generator¿s (ipg) image confirmed the device had been programmed to MRI mode prior to explant. After using the uep tool, and setting the device to normal mode, pairing between the ipg and clinician programmer was normal. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The reported observation was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device being programmed to MRI mode and then programmer pairing lost between the implantable pulse generator and the programmer. When MRI is enabled, the magnet function is inhibited, which inhibits the ability to create a bond between the ipg and a programmer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the scs ipg would no longer communicate with external devices and was subsequently deemed inoperable. In turn, surgical intervention was undertaken during which time the ipg was explanted and replaced. Reportedly, therapy control was established and the patient had effective stimulation postoperatively.